Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented at the emergency room complaining of chest pain. An echocardiography was performed and pericardial effusion was observed. Pericardiocentesis was performed and both the patient's right atrial (ra) lead and right ventricular (rv) leads were repositioned even though testing did not reveal any issues. Follow-up was attempted to determine if lead perforation had occurred but follow-up was not successful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.